Event description:
Patient was on sizewise bed receiving care with bed in an elevated position. After care was rendered, cna was lowering bed to lowest position (for patient safety). Cna heard a pop and saw a flash. Looked under bed and noticed that the cord from the bed's blower was caught between the wheel cover and the bedframe, this cut the outer coating of the cord as well as one of the wires within the cord. Black (scorch) mark noted on wheel cover. Cord unplugged from blower. Vendor (sizewise) called for replacement cord. There is a concern for the lack of a track or other employed means on the bed to keep the cord away from the bed's moving parts/pinch points.

Manufacturer narrative:
The following elements have blank data.

Event description:
Patient was on sizewise bed receiving care with bed in an elevated position. After care was rendered, cna was lowering bed to lowest position (for patient safety). Cna heard a pop and saw a flash. Looked under bed and noticed that the cord from the bed's blower was caught between the wheel cover and the bedframe, this cut the outer coating of the cord as well as one of the wires within the cord. Black (scorch) mark noted on wheel cover. Cord unplugged from blower. Vendor (sizewise) called for replacement cord. There is a concern for the lack of a track or other employed means on the bed to keep the cord away from the bed's moving parts/pinch points.